Manufacturer narrative:
The product was not returned for investigation, and the investigation was unable to determine the definitive cause of the reported problem. No abnormalities were found in the manufacturing records of the product. It is considered that the reported event was caused by air getting into the product due to such as the influence of the equipment connected to the side port of the product, but the detailed cause could not be identified.

Event description:
The connection between the guiding catheter and the product was incomplete, and air entered from the connection.